Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Nurse attempting IV placement with 22g catheter system bd nexiva. The j-loop of the IV system completely malfunctioned and disconnected upon placement. Had to remove the IV.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383512 and lot number 4303278. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.